Event description:
It was reported that the patient was experiencing pain at the ipg site and was not getting an adequate pain relief. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well post-operatively.